Event description:
It was reported in (B)(4) 2008 that the patient had experienced withdrawal symptoms including increased baseline spasticity due to a missed refill date. The volume of the pump was below recommended volume to maintain adequate infusion. The pump may have run dry for a number of days. The patient was having variable spasticity with times a greater spasticity than others. It was later reported in (B)(6) 2009 that about a year ago, the patient was on vacation and missed a refill. When the patient missed the refill, the pump was empty for about 1 week. It was reported that following every subsequent refill, the patient had experienced a period of underdose symptoms followed by overdose symptoms (specific symptoms not provided). No interventions were done and the reporter stated that "the issues always resolved within a few weeks of the reservoir refill." The patient's mother did not want the patient to have to undergo surgery for a pump replacement. It was later reported in (B)(6) 2012 that "a couple of years ago" when the patient was at (B)(6) the pump ran out. The reporter stated that the patient was in (B)(6) hospital and no doctors would fill the pump. The reporter also stated that the device was "a pain in the butt" and she did not think that the benefits outweigh the problems to get another one. The drug used in the pump was baclofen (concentration and dose not provided). Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer, physician; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter.